Event description:
Additional information received corrected that it was unclear when the catheter revision was done. The reporter noted that it was done about one or two months prior to the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that a catheter revision took place on (B)(6) 2012. The reporter stated that there were "problems with the catheter". No further details were provided. The medication used in the pump was currently dilaudid (hydromorphone), and previously morphine. Additional information has been requested but was not available at the time of this report.